Manufacturer narrative:
Correction to investigation conclusion: the pod was received deployed with corrosion observed on multiple components including the bottom battery, linkage and chassis as well as fluid contamination on the commutator cap. The pod generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. The rotational sensor failed to transition indicating a malfunction. A tear on the unexposed portion of the soft cannula diverted fluid from the fluid path during the leak test. This tear directly caused the corrosion and fluid contamination on the commutator cap which led to the 0x40 hazard alarm.

Manufacturer narrative:
A tear on the unexposed portion of the soft cannula diverted fluid from the fluid path during the leak test. This tear directly caused the corrosion and fluid contamination on the commutator cap which led to the 0x40 hazard alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s911usqs6eyk3. Hardware: sm-s911u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours on the arm. Investigation of pod found damage to the cannula. The complaint was originally coded for pod error hazard alarm during operation with high blood glucose levels.